Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 558 mg/dl. Her insulin pump had a blank display. She received a failed battery test. In the alarm history a bad battery, a battery out limit, and a off no power alarms were found. The product was not returned. Nothing further to report.